Manufacturer narrative:
(B)(4). Batch # n53t6e. Additional information requested but unavailable: how was the knife returned to the home position? How was the device opened? How was the device removed from the tissue? The analysis found that one pse45a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; no abnormal noise was noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The device opened and closed during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a right interior lobectomy procedure, the device could not fire on the first firing and the knife of the device could not return home. The surgeon compressed the reverse button and the knife stayed still but the device made a sound and vibrated. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.